Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20316.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20316.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20316.

Manufacturer narrative:
Result : the reported issue of the system auto reducing was confirmed. The issue was attributed to broken wires in the lead body. Visual inspection of returned lead identified broken wires in the lead body. Continuity testing identified 4 channels electrically open. The broken wires would have created high impedance and could cause the system to auto reduce. The broken wires are consistent with an overstress condition the lead was subjected to at the distal end of the swift-lock while in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.